Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to damage on charged coupled device unit a b30 (scope communication error) occurred due to dirt on the electrical contact of the video plug a b30 (scope communication error) occurred, the adhesive on the bending section cover had a chip, the video connector had a scratch, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the control unit had a scratch, the grip had a scratch, the angulation lever had a scratch, switch 1 had a scratch, the right/left lever had a scratch, the up/down and right/left plates both had a scratch, the light guide connector has a scratch, the light guide cover glass had a scratch, and the video connector case had a scratch. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the inspection method for this event is described in the instruction manual (operation edition), "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex deflectable videoscope had a b30 (scope communication error). There were no reports of patient harm.